Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to turn on the scs system. The device would reportedly turn off when the patient programmer was used. Follow-up identified the patient was reprogrammed and the lead was determined to have impedance issues. An x-ray did not confirm lead migration. The patient currently has stimulation on one side of his head but not the other side. As of (B)(6) 2013, follow-up further revealed the system will no longer power on. The patient will follow-up with the sjm representative at a future date.